Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 801 analytical unit. The initial result was 8.62 ng/ml. On (B)(6) 2026, the sample was repeated on a different roche analyzer, and the result was 14.6 ng/ml. The sample was repeated twice on the analyzer in question with results of 13.3 ng/ml and 11.7 ng/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).